Manufacturer narrative:
(B)(4). Additional information: this involved a remediated colleague infusion pump with user interface module master software version 6.13.90. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a malfunction of "display has line going across it." This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in the medical surgery department. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4).evaluation summary: the reported condition of display has line going across it was confirmed during product evaluation, however was not reproduced. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service.should additional information be received, a follow-up medwatch will be submitted.